Event description:
It was reported that upon interrogation, there were atrial markers observed in the blanking period, and some non-physiologic noise seen on the strips. No additional information could be obtained through follow-up investigation. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.